Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was having issues with air bubbles. The customer's blood glucose reading is unknown. Customer reported cracks by the battery compartment, but could not recall how the damage occurred. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump is expected to be returned for analysis.